Manufacturer narrative:
Date estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, there was an issue with a non-splitting sheath. An unspecified method was used to achieve hemostasis. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after an integrate femoral interventional procedure. Reportedly, there was resistance splitting the sheath. The starclose se clip was deployed, yet did not achieve hemostasis. Manual arterial compression was used in an attempt to achieve hemostasis; however, severe bleeding developed. A covered stent was used to achieve hemostasis. There was reportedly no clinically significant delay due to the starclose se device. Imaging of the access site was performed after starclose se use. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 - failure to follow steps/instructions. The device was returned for analysis. The reported thumb advancement/ sheath split issue was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. No imaging was performed prior to starclose se use and the device was used in an area with calcification. It should be noted that the starclose se instructions for use states: perform a femoral angiogram to verify the location of the puncture site. In addition, do not deploy the clip in areas of calcified plaque. Failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3, d11: actual date. E1: first name - initial reporter first and last name. H6: patient code 2199 removed, device code 2587 removed.